Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd maxplus needleless connectors experienced leakage of the infusion connector and blood return. The following information was provided by the initial reporter translated from chinese: in the PICC maintenance clinic, the leakage of the infusion connector and the problem of blood return at the connector were found during the use of the product.

Event description:
It was reported that during use of the bd maxplus needleless connectors experienced leakage of the infusion connector and blood return. The following information was provided by the initial reporter translated from chinese: in the PICC maintenance clinic, the leakage of the infusion connector and the problem of blood return at the connector were found during the use of the product.

Manufacturer narrative:
H.6. Investigation summary: a mp1000-c china product was not available for investigation; however, the customer indicated the complaint sample is from lot 22016267. The feedback provided by the customer indicates leakage and blood backflow were detected from the maxplus connection to a bbraun catheter during priming. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience as the maxplus component was filled with blood which had apparently flowed back from the patient. It was not possible to identify signs of damage or manufacturing defects on the maxplus component which could have contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22016267 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months. H3 other text : see h.10.